Manufacturer narrative:
Since the initial report was filed, the investigation into the left ventricle (lv) perforation has concluded. The team in the EU did return the pump product and the data logs for investigation. The pump was returned with a slight bend and defect, this defect was not of such a degree that it would cause the pump to be more predictive of a puncture/perforation to the lv. The data logs revealed that there were some erratic placement signals during the patient's CPR. The signal's erratic period was then followed by a flattening of the placement signal, which could be indicative of the time of the lv perforation. The clinical details were also analyzed. The noted 3 perforations, 2 to the right atrium and 1 to the lv, are indicative of weak heart tissue. All of the investigation does not point to a definitive root cause of the lv perforation, though the assumption of the heart tissue being weak and CPR during impella support, are possible contributing factors. The failure mode will be monitored and trended.

Manufacturer narrative:
To date the investigation into the left ventricular perforation has not concluded. The product has not yet been returned for investigation from belgium. Further clinical details and clarification is pending. Upon the completion of the investigation the final report will be submitted.

Event description:
The complainant in belgium was utilizing an impella cp for hemodynamic support of a patient admitted in cardiogenic shock of unknown etiology. During the support with impella the patient also had va-ECMO for gas exchange. The patient was hemodynamically unstable despite these interventions. The team observed a right atrium tamponade that was treated with a surgical patch. The following day a left ventricle perforation and tamponade was treated by a surgical patch. The impella was not explanted at this time, rather left within the left ventricle. On the following morning a third perforation was observed. This third perforation was again surgically treated by a thoracotomy. When this was done the impella was seen to have perforated the ventricle. The impella was explanted after 66 hours of support. The patient remains on va-ECMO support.